Manufacturer narrative:
Additional information: the device was not moved or re positioned prior to the burst. There was a sudden drop in pressure noted on the inflation device and that was how they recognised that the balloon ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the device was returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon proximal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a tear on the balloon material immediately proximal to the proximal marker band. The balloon material was jagged and uneven at the tear site. Lead in scratches were evident distal to the tear site. No deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a sprinter legend rx ptca balloon catheter to treat a mildly calcified and moderately tortuous lesion located at the proximal first obtuse marginal artery exhibiting 80-90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the balloon ruptured during the first inflation at 6 atm. It was described that the balloon was removed without issue. The physician used another balloon to dilate the lesion with no issues. Patient status post procedure is alive with no injury.

Manufacturer narrative:
Additional information: patient's medical history includes allergies to penicillins. It was reported that balloon was inflated to 0atm for 19secs. The balloon was noted to be ruptured. The physician used another sprinter legend otw inflated initially to 10atm for 31 sec and then reinflated to 8 atm for 31 secs to dilate the lesion with no issues. The physician proceeded to deploy 2 non-mdt des devices to complete the procedure. Inclusion of race medtronic, inc. ( if information is provided in the future, a supplemental report will be issued.